Event description:
Same as mfg #: 2134265-2009-01562. It was reported that during a percutaneous intervention, two balloon ruptures occurred. The physician attempted to predilate the unspecified lesion with the apex monorail 20mm x 2.5mm balloon catheter, however, the balloon burst at 16 atms. Then used another apex monorail 20mm x 2.5mm balloon catheter, however, that balloon also ruptured at 16 atms. The number of inflations and to what atm's was unknown. The lesion was successfully predilated with a quantum maverick balloon. No post procedure complications were reported and the patient's status was reported as "fine".